Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath (lot 8835560). During procedure, when the sheath was introduced to the access site and it was kinking by the groin. The sheath was removed after a resistance and a second 14f amplatzer torqvue 45x45 delivery (lot 8835560) was chosen. The same issue was occurred with the second sheath. The sheath was removed and replaced with a third 14f amplatzer torqvue 45x45 delivery sheath (lot 8864068). The amulet occluder was successfully implanted to complete the procedure. There was no delay in the procedure and patient remained hemodynamically stable. After the procedure, patient had pelvic hematoma, and it was unknown if any treatment was provided. The patient was reported as stable.

Manufacturer narrative:
An event of a delivery system being kinked and hematoma was reported. Information from the field indicated that during the first attempt at deployment the sheath was kinking by the groin. Abbott also requested for procedure imaging which was not provided by the field. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on available information, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.